Manufacturer narrative:
At this time, this lead remains implanted and in service. No intervention is planned at this time. The patient will continue normal follow ups until the ICD reaches end of life (eol), at which time the physician will consider replacing or repositioning the ra lead. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a patient follow up, this right atrial (ra) lead presented with an increase in the pacing threshold and loss of atrial capture. The pacing impedance and sensing measurements had remained stable. An x-ray was taken and it appears that the lead may have microdislodged due to the associated implantable cardioverter defibrillator (ICD) migrating and causing tension on this lead. No adverse patient effects were reported.